Manufacturer narrative:
The affected product was not returned and sunmed does not have the same lot number in inventory. A sampling of the in-house product of a different lot number was performed and no defects were found.

Event description:
The customer alleges that "handle no longer lights up." No other details were provided and no patient injury/harm reported.